Manufacturer narrative:
Device received with drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. Alarm noted during rewind due to moisture damage at motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error alarm and piston was not working correctly. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.